Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however the customer reported that it happened within the last two weeks. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that interlink extension set had a glad that recessed into the y-site. This occurred during infusion when a syringe need was being injected into the y-site. There was no patient injury or medical intervention associated with this event. No additional information is available.